Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, device evaluation and correction to e1. The device evaluation confirmed the user's event. When the subject device was connected, the images flickered and an e226 error occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was likely the event occurred due to a disconnection of the cabling unit. However, the specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the image on his olympus 4k camera head was flickering intermittently during a therapeutic laparoscopic procedure. Reportedly, the procedure was completed by devising the operation to not cause additional flickering. The customer confirmed that this was the first use of the subject device and the event resulted in no patient harm.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.